Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator displayed an unresolved "vent inop" alarm condition. The customer reported that there was no patient involvement.

Manufacturer narrative:
Result of investigation: the vyaire failure analysis lab received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was turbine differential pressure difference transducer failure. In final investigation report cause was assigned to supplier manufacturing process.